Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a scratch was noted on the optic. There was no pt impact. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested. This report was mailed to FDA on: 05/23/2008.